Event description:
Event description cpi received information that this bipolar lead was removed from service. The physician elected to perform an invasive procedure to replace the lead due to 'noise on the lead and subclavicular crush'. A new lead of the same model was implanted.